Event description:
The pt experienced a shocking or jolting sensation over the neck area and down his arm. The pt turned the device off until he could be seen by a physician to determine what was going on. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).